Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: caution. ¿ do not touch the electrical contact in the ultrasound connector. It can result in faulty contact. Warning: ¿ do not bend, hit, pull, twist, or drop the endoscope distal end, insertion section, bending section, control unit, universal cord, or scope connector with strong force. Also, do not bend, pull, or twist with excessive force. Doing so may damage the device, injure the body cavity, burn, bleed, perforate, or cause parts to fall out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the ultrasonic probe was damaged, the angulation wires were worn and out of specification, the adhesive on the protective coating of the bending portion of the device was detached, chipped, and cracked, corrosion was found on the control unit, the scope connector, and the universal cord, scratches were on switch 1, the image guide protector, and the connecting tube, the objective lens was cracked, the paint on the air/water cylinder was peeling, the acoustic lens was damaged, and there was a chip in the adhesive between the acoustic lens and the ultrasound probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported that the evis lucera ultrasound gastrovideoscope was unable to produce an image. There were no reports of patient harm.